Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the pulmonary artery in a robotic lobectomy, there was poor stapler formation requiring another procedure which is thoracotomy resulting to a longer hospital stay. This also resulted to an extended surgical time and extended incision to more than one inch. To resolve the issue they opened and oversew the patient.